Event description:
User facility reported two spots of "blanching" were seen on the serosa of the uterus, via laparoscopy, following an uneventful novasure endometrial ablation. The pt was admitted to the hospital for observation. Follow-up was received on (B) (6) 2010. The physician reported the pt was hospitalized for 48 hours and evaluated by a general surgeon. A CT (computed tomography) scan and abdominal x-rays were "within normal limits" and the pt was discharged home. Additionally, she reported they did a post hysteroscopy and no uterine perforation was found. Follow-up was received on 04/16/2010. The physician reported, the pt has been seen on follow-up and she is "doing fine". "A laser treatment for endometriosis outside the uterus" was performed prior to the attempted ablation, as was a dilatation and sounding with a metal sound (not a hologic device).

Manufacturer narrative:
Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported info. This device passed final testing prior to release. (B) (4)